Manufacturer narrative:
Concomitant mediccal products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(4) 2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen 2000 mcg/ml; 432.1 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was unknown. It was reported there was an issue with the catheter. The catheter was replaced on (B)(6) 2019. No symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient first started noticing symptoms¿ perhaps a year ago.¿ the patient experienced what seemed like ¿episodes of withdrawal here and there.¿ upon explantation, the catheter was frayed in an area. The inner sheath was intact. The catheter issue was resolved as the catheter was replaced. The explanted catheter was discarded. The patient¿s weight at the time of the event was asked but unknown.